Event description:
It was reported that the patient experienced a urethra cuff erosion with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon were explanted. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Device analysis: cuff erosion was reported. The ams800 occlusive cuff was visually inspected. There was a leak in the occlusive cuff pillow that was the result of a sharp instrument consistent with explant damage. This does not confirm the reported event. The product record review revealed no additional information related to the complaint so an overall investigation conclusion code of known inherent risk of device was chosen as the reported adverse event is known and documented in the labeling. The reported allegation(s) could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required. Product component: model number/catalog number: 72400024 and 72400098, serial number: null and null, batch/lot number: 1000086518 and 1000076468, model/catalog description: balloon fgs 61-70 cm and control pump fgs. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 01/19/2019 02:40 pm CT. The report number is being corrected from: 2183959-2019-60288, to: 2183959-2018-61530.

Manufacturer narrative:
Additional product component: model number/catalog number 72400024 and 72400098, batch/lot number 1000086518 and 1000076468, model/catalog description balloon fgs 61-70 cm and control pump fgs.

Event description:
It was reported that the patient experienced a urethra cuff erosion with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon were explanted. Further information has been requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced a urethra cuff erosion with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon were explanted. Further information has been requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: device has been returned, analysis anticipated but not yet begun, evaluation method code. Additional product component: model number/catalog number 72400024 and 72400098. Serial number: null and null. Batch/lot number 1000086518 and 1000076468. Model/catalog description balloon fgs 61-70 cm and control pump fgs. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/20/2018 02:59 pm CT. The report number is being corrected from: 2183959-2018-61914 to: 2183959-2018-61530.

Manufacturer narrative:
Additional information: implant date additional product component: model number/catalog number 72400024 and 72400098 serial number: null and null batch/lot number 1000086518 and 1000076468 model/catalog description balloon fgs 61-70 cm and control pump fgsthis supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 01/19/2019 02:40 pm CT.the report number is being corrected from: 2183959-2019-60288to: 2183959-2018-61530.

Event description:
It was reported that the patient experienced a urethra cuff erosion with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon were explanted. Should additional relevant details become available, a supplemental report will be submitted.